Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. According to the IFU number under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. Reference internal complaint

Event description:
User facility reported several attempts were needed, with two novasure disposable devices, to correctly seat the array in the uterus. The physician "was having trouble acquiring width of cavity". This was followed by an unsuccessful cavity integrity assessment (cia) test. The procedure was aborted and a hysteroscopy performed. In 2008 the physician reported a uterine perforation was seen at the fundus during the hysteroscopy three days prior. He reported surgicel (absorbable hemostats) was applied to the site of the perforation during a laparoscopy that followed. No other treatment was needed and the pt was discharged home the same day.